Event description:
It was reported that the patient presented in doctor's office with red and warm knee. Doctor took to or for poly swap and wash out. Potential infected knee. Precaution swap only, no problems with the device.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.